Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy3054 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redy3054) have been reported from the same facility in (B)(4).

Event description:
It was reported that "when inserting the wire into the needle, he felt a sense of resistance, as if it was scratching. After the wire was removed procedural, it turned out that the wire was wavy. The wires have tended to be so soft lately that this would be improved as well, he said." It was stated this occurred with two wires. This report addresses the second wire. (B)(6) 2021-wire was kinked.